Manufacturer narrative:
(B)(6). During use, it was reported that the 6x40mm 0.018 hp 40cm slalom thrill balloon catheter (bc) ruptured. The slalom thrill was replaced with another slalom thrill (same size) and the procedure was completed. There was no patient injury. A slalom thrill, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed on the device or package. The slalom thrill was delivered to the lesion and inflated, however a leakage of contrast media was confirmed from the distal end. It was removed from the patient and balloon rupture was confirmed. There were no difficulty inflating the balloon. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's inflation device was used. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The catheter has never been in an acute bend. The product removed intact (in one piece) from the patient. No other information was provided. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17644438 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During use, it was reported that the slalom thrill balloon catheter ruptured. There was no patient injury. The slalom thrill was replaced with another slalom thrill (same size) and the procedure was completed. A slalom thrill, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed on the device or package. The slalom thrill was delivered to the lesion and inflated, however a leakage of contrast media was confirmed from the distal end. It was removed from the patient and balloon rupture was confirmed. There were no difficulty inflating the balloon. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's inflation device was used. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The catheter has never been in an acute bend. The product removed intact (in one piece) from the patient. The device will not be returned for analysis due to infectious disease. No other information was provided.